Event description:
It was reported that the patient suddenly stopped breathing at home and was sent to hospital for rescue. Interrogation found the ipg had no telemetry and could not be programmed. Further reported device was replaced the same day, however due to the patient's critical condition, the patient expired one day later. Attorney later alleged that the patient "died as a result of the failure of the device". On (B)(6) 2007, the patient "(B)(6), was sent to the hospital because of sudden loss of consciousness. Patient was totally unconscious when he arrived at the hospital. Pacer analyzer detected that there was no signal in respect of the implanted pacemaker, it is reckoned that the pacemaker ran out of batteries. Later, the patient's heartbeat stopped several times and restarted after external chest compressions and injection of adrenaline."

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device return for analysis was requested, but denied. The device is part of the advisory for this model. "Relatives of the patient were told that it would not substantially assist to cure pulmonary edema and brain recession if the pacemaker was exchanged. The relatives of the patient insisted on implantation of a temporary pacemaker. The vein of the patient was too thin to plug the vessel into his heart. After consultation with relatives, the implanted pacemaker was replaced. The patient's heartbeat stopped half an hour after being hospitalized. After one hour's rescue, the heartbeat did not return back to normal. The patient was declared dead on (B)(6) 2007. Essential cause of death: tetralogy of fallot".